Event description:
As reported, inside the sealed package of a flexor ureteral access sheath and dilators the users noted a foreign object described as a flake or paint chip. The device was not opened and did not make patient contact. The procedure was successfully completed with another device of the same type. No adverse effects to the patient were reported due to the alleged malfunction.

Manufacturer narrative:
Initial reporter occupation: occupation: supply chain coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, inside the sealed package of a flexor ureteral access sheath and dilators the users noted a foreign object described as a flake or paint chip. The device was not opened and did not make patient contact. The procedure was successfully completed with another device of the same type. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The product was received in unopened packaging. The foreign matter appears to be from a latex glove, it is possible that the glove was caught in the clamshell product protector during packaging or inspection of the product. A review of the device history record found no non-conformances related to the reported failure mode. Due to the individual nature of packaging and inspecting for foreign matter, one non conformance does not indicate additional non conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied ..do not use the product if there is doubt as to whether the product is sterile... It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded the cause of the complaint is manufacturing related. Defect awareness training was completed by the cook employee who inspected the product. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.